Event description:
It was reported that the procedure was for treatment of a 99% de novo stenosis in the moderately tortuous, highly calcified, left circumflex artery (lcx). Pre-dilatation was performed with a 2.0 x 15 mm mini trek rx balloon dilatation catheter (bdc). The device was inflated to 10 atmospheres (atm) during the first inflation. Then it was inflated to 14 atm, during which the balloon ruptured. Then a non-abbott bdc was successfully inflated. After confirmation with ivus, the procedure was completed by deploying a xience prime 2.5 x 23 mm stent. There was no reported adverse patient effect. There was no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, finecross, guide cath: taiga sal1, the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.